Event description:
It was reported that when patient arrived for a dressing change, it was found allevyn dressing was soaked and surround skin excoriated. Exudate levels is too high for the dressing used.